Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was to be implanted with a spinal cord stimulator (scs), instead the patient was implanted with a deep brain stimulator (dbs) by mistake. Regardless, the dbs ipg was still able to be programmed and provide stimulation therapy. The physician decided to leave the dbs stimulator implanted for as long as the patient was receiving effective stimulation therapy.